Event description:
The reporter stated, the technician opened the cartridge package to remove the cartridge. It was noted that, the inside of the package was wet and the sterility sticker on the outside of the package was discolored. The technician decided not to use the cartridge and there was no patient contact or injury.

Manufacturer narrative:
Evaluation: a cartridge lot number search was performed and no similar complaint was found.